Event description:
The sales representative reported on behalf of the customer that the spk475, 4.75mm argo knotless sp anchor, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿didn't work as should. Metal tip fell off inside patient. Piece was retrieved. Surgery completed with a regular k475.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed as planned with a slight delay while retrieving the piece. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that in hard bone, ensure use of proper bone preparation instrumentation including drill bit and punch. Inspect all instruments for damage prior to and after each use. Ensure the anchor tip is properly seated on the driver tip prior to and during implantation. Ensure the free ends of the suture securely fit into the suture cleat on the driver handle. Exercise care in the use of the device to minimize side or bending loads. Avoid any lateral loading while inserting the argo knotless sp anchor. Maintain proper alignment during insertion of the anchor and disengagement of the driver. The risk of anchor breakage during implantation is reduced by following the specified instructions for use. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the spk475, 4.75mm argo knotless sp anchor, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿didn't work as should. Metal tip fell off inside patient. Piece was retrieved. Surgery completed with a regular k475.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed as planned with a slight delay while retrieving the piece. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.